Event description:
Pt complained of pain and burning in right leg, burning in chest, side and arm, hair loss, joint pain, back pain, tingling and numbness in hands, sleep problems, and dry vagina. Implant date: 7/20/79.